Event description:
It was reported that the patient experienced sudden new leg pain about 2 weeks ago resulting in difficulty in walking. The patient "could not tell if in bone or muscles". Pt also had intermittent rib and back pain and new neck/shoulder pain. Pulsation in rib cage was noted. The patient sang in choir but could not take deep breath without severe rib cage pain. The patient was "back in bed almost 24/7". On the left leg, baby toe and next two toes were numb and painful. At times, the patient would prefer to amputate toes. The patient had rods in lumbar area and sciatic pain. The patient kept the implant off in the last month (and not charging ins) since pain was lessened with implant off. Doctor took xrays at one time and stated leads were ok. The patient felt no one was taking her seriously and doctor thinks its all in her head. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model # 39565-65, lot # v510805022, implanted 2010-(B)(6), explanted n/a.; programmer model #37743, lot # nke151915n; recharger model # 37752, lot # nka144175n.